Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 2 mg/dl. Customer was hospitalized and healthcare provider removed customer from the pump. Low bg was resolved; treatment and date of discharge was not known. The cause of low bg was not known. As the customer no longer had the pump available, tandem technical support was unable to perform a system check. Contact could not provide further information regarding low bg and hospitalization. Customer reverted to manual injections for insulin therapy.